Manufacturer narrative:
Omit : c20 - no findings available. Additional information : if other specify, imdrf annex a, g, b, c codes. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that the device had a channel error code 240.4150. The issue was reported to bd associate during their site visit. There was no information on patient involvement. No further information is available per customer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had a channel error code 240.4150. The issue was reported to bd associate during their site visit. There was no information on patient involvement. No further information is available per customer.